Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 3.0 mmol/l, at the time of incidence. Customer ate food after low blood glucose level. It was unknown that the customer was using auto mode feature at the time of event. Customer offered with troubleshooting but they declined to troubleshoot. Customer reported that they had sensor glucose and blood glucose issue related to continue blood glucose monitoring. The insulin pump will not be returned for analysis.